Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was inserted in the patient for the endovascular treatment of a 4cm abdominal aortic aneurysm on (B)(6) 2015 vessel morphology was not reported. During the index procedure and as soon as the delivery system was inserted in the patient, the front grip broke. The device was removed from the patient with no injuries to the patient and another device was used to complete the case. There was no visible damage to the packaging or device. No clinical sequelae were reported and the patient is doing fine. A review of a single returned photo from the site confirmed that the front grip was detached from the device; the cause of the reported detachment could not be confirmed from this photo. The device was returned. The event was not confirmed; the front grip could not be easily detached from the delivery system. The root cause of the event could not be determined.